Manufacturer narrative:
See attached.

Event description:
On (B)(6) 2020, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. After loading a zephyr 5.5 valve into the zephyr 5.5 dual mark endobronchial delivery catheter (edc) intending to use the catheter to load and deploy a second valve, the physician advanced the catheter through the bronchoscope. When the physician was ready to deploy the valve into the airway, he noticed that the housing portion of the catheter had become detached (with the valve still in the housing). The physician was able to remove the detached fragment (catheter housing and valve) from the patient as the fragment came out with the bronchoscope. The physician used a new edc to complete the zephyr valve deployment and procedure was successfully completed.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. Once the device is returned, and the investigation is completed, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2020, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. After loading a zephyr 5.5 valve into the zephyr 5.5 dual mark endobronchial delivery catheter (edc) intending to use the catheter to load and deploy a second valve, the physician advanced the catheter through the bronchoscope. When the physician was ready to deploy the valve into the airway, he noticed that the housing portion of the catheter had become detached (with the valve still in the housing). The physician was able to remove the detached fragment (catheter housing and valve) from the patient as the fragment came out with the bronchoscope.